Event description:
It was reported that the system 9600+ was producing poor quality images with a line across the image. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an on site investigation. The failure of the line across the image could not be duplicated. The camera and image intensifier were adjusted to optimize image. The system was tested and found to be working as intended and placed back into service.